Event description:
After the iab was inserted into the pt, there was injury to the pt's artery. The iab was removed and another was not inserted. Surgery was needed to repair the pt's artery. (Multiple event to customer complaint number 98-00449). The iab was not returned to datascope for eval. The iab was discarded by the facility. On 5/6/98, the following info was reported to datascope. The iab was inserted into the pt on 4/10/98 at 1:15 pm. The iab did not malfunction. A vascular surgeon was consulted. There was bleeding around the iab. This required surgical repair of laceration and a transfusion. [Event complications]: bleeding/injury to artery/surgery/transfusion-rpt'd 5/6/98. [Pt's current status]: discharged-rpt'd 5/6/98.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 5/13/98).